Event description:
The customer reported that insulin was not properly flowing through the tubing and there was a leak occurring elsewhere. The blood glucose reading was 82mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.